Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that pulse generator exhibited ventricular loss of capture after the device was changed to autocapture in unipolar configuration. The device was explanted and replaced on (B)(6) 2013.